Event description:
The report stated a patient has been burned on the left arm. It is a burn of approximately 20mm long x 5mm wide. The hospital does not use covidien pencils, electrodes or patient return electrodes.

Manufacturer narrative:
Date of initial report : 02/19/2008. The generator was returned to and tested by covidien and found to function to specification. Follow-up meetings with hospital representatives took place to discuss the incident. Probable cause was believed to be user error when an es pencil was laid next to the patient's arm and was activated when the foot pedal was accidentally pushed.